Event description:
The customer reported being in the emergency room due to high blood glucose over 350mg/dl. The customer stated that she experienced excessive thirst. Troubleshooting was performed. The customer mentioned that the insulin pump was not functioning. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found low reservoir, empty reservoir, motor error, low battery, and button error alarm. The customer mentioned that the drive support cap was flush. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.